Manufacturer narrative:
H3 updated due to device being investigated. H6 codes b21 and c20 were reported incorrectly on the initial report that was submitted. Codes b01 and c21 should of been coded on the initial report that was submitted. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary; the investigation has been completed. Data analysis: the logs from the complaint date did not show any battery-related alarms; however, a battery level low alarm was observed on 13 november 2025, which is the case start date, and was triggered shortly after ac power disconnection. Long-term power log data revealed a single, abnormal sample of battery capacity. Device analysis: the console was sent back for further investigation. An unexpected battery level low alarm could not be reproduced during testing. To replicate the conditions in the clinical setting, the console was repeatedly connected to and disconnected from alternating current power along with known good pump and purge cassette running. Throughout these tests, the console operated normally, and the reported battery alarm did not occur. Additionally, a thorough visual inspection of the power-related circuitry was performed, and no irregularities were observed. Root cause: the root cause for the console displaying a battery level below 50% after being unplugged was most likely an erroneous trigger of the invalid data sample in the smbus communication between the power battery manager and the batteries. However, the specific component responsible was not determined. Product history review summary: there was one other issues which was not related to complaint discovered when reviewing the product history of the console.

Event description:
The complainant reported that the console showed a battery level below 50% after being unplugged. The patient survived the procedure, and no patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.